Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported to have received a no delivery alarm. Customer also reported to have high blood glucose of 413 mg/dl, which was treated with insulin pen. During troubleshooting for no delivery, it was found that cannula was bent. Customer was assisted in performing a 5.0 unit fixed prime and insulin did exit. Customer was advised that no delivery may have been due to bent cannula. Customer was advised to monitor insulin pump and to call should issues persist.